Manufacturer narrative:
(B)(4). We have requested the return of the complaint 04304595 neopuff fascia valve & assembly for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in australia reported via a fisher & paykel healthcare (f&p) field representative that the gas inlet port of a 043043595 neopuff fascia & valve assembly was damaged. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). Method: the complaint 043043595 neopuff fascia & valve assembly was received at fisher & paykel healthcare (f&p) new zealand, where it was visually inspected and performance tested. Results: visual inspection of the complaint 043043595 neopuff fascia & valve assembly revealed that the port manifold was glued at an angle, confirming the reported fault. The inlet port itself was confirmed not to be broken or damaged. The fascia assembly was further performance tested and passed functional tests for the valve system. Conclusion: we are unable to determine the exact cause of the reported event. However, it is most likely due to human error during the manufacturing process. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient.

Event description:
A healthcare facility in australia reported via a fisher & paykel healthcare (f&p) field representative that the gas inlet port of a 043043595 neopuff fascia & valve assembly was damaged. There was no patient involvement as the issue was found whilst the device was not in use on a patient.